Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Revision of duracon ts femur and tibia. Femoral prosthesis broken at boss/stem junction.